Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer cannot tap the 1,2,3 codes to unlock the pump. Troubleshooting with tandem technical support was performed. Customer was able to turn off pump, but when it turned back on, the customer couldn't tap the 123 code to unlock the pump. Customer's blood glucose levels was 362 mg/dl.. The customer administered a manual injection. Customer has back up pump for insulin therapy. Reportedly, the customer would continue use of manual injections for insulin therapy.